Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, patient underwent a manual manipulation procedure on (B)(6) 2015 due to dislocation and subluxation. It was further reported patient underwent a manual manipulation procedure on (B)(6) 2015 due to subluxation. Additional information received reported during the (B)(6) 2015 repositioning, there was a minor cicatrice problem; the issue was treated with medication and resolved on (B)(6) 2015. Additional information received reported that patient experienced strong pain in the right thigh on (B)(6) 2016. The issue was treated with medication.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to correct information. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04161 / 04162).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, patient underwent a manual manipulation procedure on (B)(6) 2015 due to dislocation and subluxation. It was further reported patient underwent a manual manipulation procedure on (B)(6) 2015 due to subluxation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, patient underwent a manual manipulation procedure on (B)(6) 2015 due to dislocation and subluxation. It was further reported patient underwent a manual manipulation procedure on (B)(6) 2015 due to subluxation. Additional information received reported during the (B)(6) 2015 repositioning, there was a minor cicatrice problem; the issue was treated with medication and resolved on (B)(6) 2015.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿ the following sections could not be completed with the limited information provided. (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04161 / 04162).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, patient underwent a non-surgical repositioning on (B)(6) 2015 due to dislocation and subluxation during a chair ascent.